Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file revealed multiple very low left and very low right cardiac output alarms, as well as drops in the left and right fill volumes, which confirmed the customer-reported issue of a very low right cardiac output alarm. The patient file showed that starting on the morning of (B)(6) 2017 intermittent drops in both left and right cardiac output (co) and left and right fill volumes (fv) occurred. The very low left cardiac output and the very low right cardiac output alarms became more persistent in the evening and throughout (B)(6) 2017 until medical intervention took place and the driver was powered off. The very low right cardiac output alarm reported by the customer was reproduced during testing. The root cause of this issue was identified as a malfunction of the pilot valves. Because of the visual and audible alarms caused by pilot valve malfunctions, syncardia provides instructions for companion 2 driver operation to explain the visual and audible alarms and required corrective actions for each in the syncardia approved labeling. In accordance with the companion 2 driver operator manual, c2-900002, section 14.1, alarm messages and responses, the customer-reported "very low right cardiac output" alarm has a visual indicator of a flashing red alarm bar with a flashing red alarm indicator led and an audible signal of 10 beeps every 2.5 seconds at 70-80 dba. The corrective action is further explained as "make sure the driveline is connected and has no kinks. If alarm continues, replace driver with a syncardia approved backup driver. Notify syncardia at (B)(6)." The alarm history for companion 2 driver s/n (B)(4) revealed multiple very low right cardiac output alarms that, in accordance with the device labeling instructions, should have been addressed prior to the customer-reported event. According to additional customer-reported information, after the ventricle replacement surgery, the patient was removed from heart bypass and reconnected to companion 2 driver s/n (B)(4) which exhibited more alarms. The hospital then switched to a backup driver and the alarm condition did not recur. Syncardia has an open CAPA (corrective and preventative action) to document the potential root cause and corrective actions associated with this issue. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) companion 2 driver s/n (B)(4) (MFR report # 3003761017-2017-00063 and (2) 70cc tah-t l/n 107698-70cc (MFR report # 3003761017-2017-00064). The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited very low right cardiac output alarms while supporting a patient. The customer also reported that the hospital staff did not exchange the companion 2 driver for a backup driver. The customer also reported that the patient had a history of pulmonary issues and the hospital staff suspected there was a possible pulmonary embolism. The hospital staff performed imaging and decided surgery was indicated due to the image results. The doctors felt there was possible evidence of a clot inside the ventricle that could be having an effect on the temporary total artificial heart (tah-t) and therefore causing the companion 2 driver to exhibit very low right cardiac output alarms. The customer also reported that the right ventricle was removed and it was found to be clear of any clot or any other debris. The hospital staff also examined the inflow to the right ventricles (the right atrium and the connector) and they were completely clean from any clot. The hospital staff also examined the outflow vascular graft and it was also free from any clot or other obstructions. The customer also reported that the doctors replaced the right ventricle of the tah-t with a new right ventricle.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Preliminary evaluation of the electronic patient data file revealed that the companion 2 driver exhibited very low right cardiac output alarms intermittently each day from (B)(6) 2017 until it became a constant alarm for approximately 12 hours starting at 2200 on (B)(6) 2017. The results of the full evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) companion 2 driver s/n (B)(4) (MFR report # 3003761017-2017-00063 and (2) 70cc tah-t l/n 107698-70cc (MFR report # 3003761017-2017-00064). The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited very low right cardiac output alarms while supporting a patient. The customer also reported that the hospital staff did not exchange the companion 2 driver for a backup driver. The customer also reported that the patient had a history of pulmonary issues and the hospital staff suspected there was a possible pulmonary embolism. The hospital staff performed imaging and decided surgery was indicated due to the image results. The doctors felt there was possible evidence of a clot inside the ventricle that could be having an effect on the temporary total artificial heart (tah-t) and therefore causing the companion 2 driver to exhibit very low right cardiac output alarms. The customer also reported that the right ventricle was removed and it was found to be clear of any clot or any other debris. The hospital staff also examined the inflow to the right ventricles (the right atrium and the connector) and they were completely clean from any clot. The hospital staff also examined the outflow vascular graft and it was also free from any clot or other obstructions. The customer also reported that the doctors replaced the right ventricle of the tah-t with a new right ventricle.